Event description:
An attempt was made to advance a 3.0mm diameter x 18mm length integrity rapid exchange (rx) stent to a heavily calcified distal lesion in a very tortuous rca. Although the lesion had previously been predilated and force was applied during advancement, the stent could not be delivered. It was noted that the stent struts were damaged as the stent was withdrawn into the guide catheter which was not coaxially positioned relative to the stent sys in the vessel. Another attempt was made to advance a 3.0 mm diameter x 12mm length integrity rapid exchange (rx) to the lesion (ref MFR # 2953200-2010-02605). The stent dislodged during withdrawal and was deployed with another bms where it had landed in the rca. No other clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): eval, results: stent struts damaged by guide catheter. Force applied during attempted advancement of stent and incorrect position of guide catheter during withdrawal of device. Failure to deliver the stent and stent deformation. Eval, conclusion: stent struts damaged by guide catheter. Force applied during attempted advancement of stent and incorrect position of guide catheter during withdrawal of device. Eval summary: the stent delivery sys was returned with the stent still present on the balloon. The stent had moved distally over the distal marker band. Several of the proximal stent segments were raised and deformed.